Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 176 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The reagent lot number provided by the customer was not valid, so the meter info was provided instead.